Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contraction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction baker grade unspecified.

Event description:
Patient reported unknown side I have had a lump-ndr form that was shown as benign in the past but I now get pains. Patient later reported capsular contraction baker grade unspecified. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6a, h6.

Event description:
Patient reported "I have had a lump" - not related to the device and pains for an unknown side. Patient later reported left side capsular contracture, baker grade unknown. Device remains implanted.